Event description:
It was reported that during a cholecystectomy procedure, when the clip had to be positioned on the cystic artery, the applier didn`t reopen; as a consequence there was a damage on the cystic artery but there wasn`t a serious bleeding. It wasn`t required an action to manage the problem because there was already a clip applied upstream. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Customer fired through lockout. The device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.